Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 689936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding breakthrough, myalgia, menorrhagia, thyroid nodule, depression, irregular menstruation and constipation. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding/heavy bleeding and clots"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), asthenia ("weakness/no energy"), limb discomfort ("heavy feeling in arms and legs"), musculoskeletal disorder ("low mobility in arms"), fatigue ("very tired/fatigue"), tremor ("shaky/tremors"), headache ("headache"), vertigo ("vertigo"), burning sensation ("burning sensation in legs"), pain in extremity ("shooting pains in legs"), hypoaesthesia ("numbness in arms and left foot"), paraesthesia ("tingling in arms and left foot/electrical sensation through body"), feeling hot ("heat sensation in right foot"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), back pain ("back pain"), irritability ("irritable"), abdominal distension ("bloating"), arthralgia ("hip pain"), syncope ("fainted"), rash ("rash on legs"), raynaud's phenomenon ("reynaud¿s"), hypothyroidism ("hypothyroid"), anaemia ("anemia"), alopecia ("hair loss"), muscle spasms ("muscle cramping in ankles and arms") and feeling abnormal ("brain fog") and was found to have uterine fibroid ("fibroid on uterus") and fibroids ("fibroids"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, neuromyopathy, autoimmune disorder, asthenia, limb discomfort, musculoskeletal disorder, fatigue, tremor, headache, vertigo, burning sensation, pain in extremity, hypoaesthesia, paraesthesia, feeling hot, neck pain, musculoskeletal pain, back pain, irritability, abdominal distension, arthralgia, syncope, rash, raynaud's phenomenon, hypothyroidism, anaemia, uterine fibroid, alopecia, muscle spasms, feeling abnormal and fibroids outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, arthralgia, asthenia, autoimmune disorder, back pain, burning sensation, fatigue, feeling abnormal, feeling hot, headache, hypoaesthesia, hypothyroidism, irritability, limb discomfort, menorrhagia, muscle spasms, musculoskeletal disorder, musculoskeletal pain, neck pain, neuromyopathy, pain in extremity, paraesthesia, pelvic pain, rash, raynaud's phenomenon, syncope, tremor, uterine fibroid, vertigo and fibroids to be related to essure. The reporter commented: the right ostia noted 4 trailing coils the left ostia noted 1 training coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: good position of the implants with occluded fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: medical record received: product lot number and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding breakthrough, myalgia, menorrhagia, thyroid nodule, depression, irregular menstruation and constipation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding/heavy bleeding and clots"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), asthenia ("weakness/no energy"), limb discomfort ("heavy feeling in arms and legs"), musculoskeletal disorder ("low mobility in arms"), fatigue ("very tired/fatigue"), tremor ("shaky/tremors"), headache ("headache"), vertigo ("vertigo"), burning sensation ("burning sensation in legs"), pain in extremity ("shooting pains in legs"), hypoaesthesia ("numbness in arms and left foot"), paraesthesia ("tingling in arms and left foot/electrical sensation through body"), feeling hot ("heat sensation in right foot"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), back pain ("back pain"), irritability ("irritable"), abdominal distension ("bloating"), arthralgia ("hip pain"), syncope ("fainted"), rash ("rash on legs"), raynaud's phenomenon ("reynaud¿s"), hypothyroidism ("hypothyroid"), anaemia ("anemia"), alopecia ("hair loss"), muscle spasms ("muscle cramping in ankles and arms") and feeling abnormal ("brain fog") and was found to have uterine fibroid ("fibroid on uterus") and fibroids ("fibroids"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, neuromyopathy, autoimmune disorder, asthenia, limb discomfort, musculoskeletal disorder, fatigue, tremor, headache, vertigo, burning sensation, pain in extremity, hypoaesthesia, paraesthesia, feeling hot, neck pain, musculoskeletal pain, back pain, irritability, abdominal distension, arthralgia, syncope, rash, raynaud's phenomenon, hypothyroidism, anaemia, uterine fibroid, alopecia, muscle spasms, feeling abnormal and fibroids outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, arthralgia, asthenia, autoimmune disorder, back pain, burning sensation, fatigue, feeling abnormal, feeling hot, headache, hypoaesthesia, hypothyroidism, irritability, limb discomfort, menorrhagia, muscle spasms, musculoskeletal disorder, musculoskeletal pain, neck pain, neuromyopathy, pain in extremity, paraesthesia, pelvic pain, rash, raynaud's phenomenon, syncope, tremor, uterine fibroid, vertigo and fibroids to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: good position of the implants with occluded fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 689936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding breakthrough, myalgia, menorrhagia, thyroid nodule, depression, irregular menstruation and constipation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding/heavy bleeding and clots"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), asthenia ("weakness/no energy"), limb discomfort ("heavy feeling in arms and legs"), musculoskeletal disorder ("low mobility in arms"), fatigue ("very tired/fatigue"), tremor ("shaky/tremors"), headache ("headache"), vertigo ("vertigo"), burning sensation ("burning sensation in legs"), pain in extremity ("shooting pains in legs"), hypoaesthesia ("numbness in arms and left foot"), paraesthesia ("tingling in arms and left foot/electrical sensation through body"), feeling hot ("heat sensation in right foot"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), back pain ("back pain"), irritability ("irritable"), abdominal distension ("bloating"), arthralgia ("hip pain"), syncope ("fainted"), rash ("rash on legs"), raynaud's phenomenon ("reynaud¿s"), hypothyroidism ("hypothyroid"), anaemia ("anemia"), alopecia ("hair loss"), muscle spasms ("muscle cramping in ankles and arms") and feeling abnormal ("brain fog") and was found to have uterine fibroid ("fibroid on uterus") and fibroids ("fibroids"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, neuromyopathy, autoimmune disorder, asthenia, limb discomfort, musculoskeletal disorder, fatigue, tremor, headache, vertigo, burning sensation, pain in extremity, hypoaesthesia, paraesthesia, feeling hot, neck pain, musculoskeletal pain, back pain, irritability, abdominal distension, arthralgia, syncope, rash, raynaud's phenomenon, hypothyroidism, anaemia, uterine fibroid, alopecia, muscle spasms, feeling abnormal and fibroids outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, arthralgia, asthenia, autoimmune disorder, back pain, burning sensation, fatigue, feeling abnormal, feeling hot, headache, hypoaesthesia, hypothyroidism, irritability, limb discomfort, menorrhagia, muscle spasms, musculoskeletal disorder, musculoskeletal pain, neck pain, neuromyopathy, pain in extremity, paraesthesia, pelvic pain, rash, raynaud's phenomenon, syncope, tremor, uterine fibroid, vertigo and fibroids to be related to essure. The reporter commented: the right ostia noted 4 trailing coils the left ostia noted 1 training coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: good position of the implants with occluded fallopian tubes.. Lot number: 689936, manufacturing date: 2009-11, expiration date: 2012-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding breakthrough, myalgia, menorrhagia, thyroid nodule, depression, irregular menstruation and constipation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding/heavy bleeding and clots"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), asthenia ("weakness/no energy"), limb discomfort ("heavy feeling in arms and legs"), mobility decreased ("low mobility in arms"), fatigue ("very tired/fatigue"), tremor ("shaky/tremors"), headache ("headache"), vertigo ("vertigo"), burning sensation ("burning sensation in legs"), pain in extremity ("shooting pains in legs"), hypoaesthesia ("numbness in arms and left foot"), paraesthesia ("tingling in arms and left foot/electrical sensation through body"), feeling hot ("heat sensation in right foot"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), back pain ("back pain"), irritability ("irritable"), abdominal distension ("bloating"), arthralgia ("hip pain"), syncope ("fainted"), rash ("rash on legs"), raynaud's phenomenon ("reynaud¿s"), hypothyroidism ("hypothyroid"), anaemia ("anemia"), alopecia ("hair loss"), muscle spasms ("muscle cramping in ankles and arms") and feeling abnormal ("brain fog") and was found to have uterine fibroid ("fibroid on uterus") and fibroids ("fibroids"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, neuromyopathy, autoimmune disorder, asthenia, limb discomfort, mobility decreased, fatigue, tremor, headache, vertigo, burning sensation, pain in extremity, hypoaesthesia, paraesthesia, feeling hot, neck pain, musculoskeletal pain, back pain, irritability, abdominal distension, arthralgia, syncope, rash, raynaud's phenomenon, hypothyroidism, anaemia, uterine fibroid, alopecia, muscle spasms, feeling abnormal and fibroids outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, arthralgia, asthenia, autoimmune disorder, back pain, burning sensation, fatigue, feeling abnormal, feeling hot, headache, hypoaesthesia, hypothyroidism, irritability, limb discomfort, menorrhagia, mobility decreased, muscle spasms, musculoskeletal pain, neck pain, neuromyopathy, pain in extremity, paraesthesia, pelvic pain, rash, raynaud's phenomenon, syncope, tremor, uterine fibroid, vertigo and fibroids to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: good position of the implants with occluded fallopian tubes.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue, anemia, uterine leiomyoma and syncope. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.